Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was exposed to water. The customer received a button error alarm. His/her blood glucose level was not reported. The product was not returned. The call was dropped, nothing further to report.